Manufacturer narrative:
(B)(4).

Event description:
Customer states: during use, the cuff was unusual. The patient was recannulated with a replacement tube. There was no harm reported.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and difficulty was observed with both the inflation and deflation of the cuff. A visual inspection was performed and it was observed the inflation line is collapsed inside the inflation lumen. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action.